Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the jaws were stuck and not open, did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? No, on vaginal wall; if yes, how was the device removed? (I.e. Cut off, forced opened) force open; if cut off, did this cause a change in the plan of care for the patient? ; did the removal cause any damage to the vessel/artery? No; if yes, what is the damage and how was the damage repaired? None; did the surgeon continue the case with this same device? No, we switch devices to another lot #; did this same issue occur with both devices being returned? Yes; if no, what was the issue with the 2nd device? Were there any error messages and if so what were they? Release tension on jaw did the device activate? Yes; did the I-blade move when the jaws were opened and closed? The blade was moving when not on tissue `dry run outside patient¿.

Event description:
It was reported that during a radical cystectomy procedure, when trying to cauterise and cut vaginal tissue on both sides of urethra, extremely difficult to advance the blade, jaw would not completely close and after activation, jaw would stay stuck and not open to move forward. Patient was female and had a previous total abdominal hysterectomy. The procedure was delayed by 5 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m93c3j. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no alert screen displayed at any time during the testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). However; no alert screens were displayed during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.